Manufacturer narrative:
Medical device expiration date: n/a. Device manufacture date: unknown. (B)(6). In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed.

Event description:
It was reported that bd sedi-40 had "hardware / software malfunction". No serious injury or medical intervention. No report of blood exposure to mucous membrane.